Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed elective replacement indicator is the results of high battery impedance.

Event description:
It was reported that the device had battery depletion at 4.5 years. The device was removed and replaced. No patient complications have been reported as a result of this event.